Event description:
Additional information was received from the healthcare provider of a clinical study reporting that an occipital nerve block was performed on (B)(6) 2018 and this resolved the headaches on the left side but not the right. Occipital nerve block repeated on the right side (B)(6) 2018 and he reported his headaches had resolved (B)(6) 2018. Outcome was resolved without sequelae (B)(6) 2018.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0213124886, implanted: (B)(6) 2018 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: 0213124886, ubd: 20-mar-2021, UDI#: (B)(4) g2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced headaches and nausea post dural puncture. On examination, the patient had a collection of fluid that was likely seroma or cerebrospinal fluid, which pointed to the cause of the dural puncture headache. The interventions were listed as "medical or non-surgical therapy" and it was noted that the medical or non-surgical therapy was not specified. The event resulted in an unscheduled clinic or office visit. There was a causal relationship of the event to the implant procedure surgery/anesthesia. The headaches subsided on (B)(6) 2018 and the issue was resolved without sequelae on (B)(6) 2018.